Manufacturer narrative:
Three fibers for the ablation system were returned to the manufacturer for evaluation. It was reported that each fiber was visibly burnt and bent at the site of the burn.

Event description:
A manufacturer representative reported that, on behalf of the site, the ablation volume appeared to be greater than the amount noted in the software of the ablation system. When utilizing a second fiber, it was noted that the coronal plane of the catheter did not appear despite being on the axial anatomical review. Images were then re-taken without resolution. A third fiber was used to complete the neuro soft tissue ablation procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The hardware investigations found that the reported events were related to a hardware issue. This issues were documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
The logs for the ablation system were reviewed by medtronic personnel. The logs showed that the software functioned as designed as there were no errors in the thermometry. It was noted that the issue was caused by the user as the imaging plane being monitored was the incorrect plane.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ablation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.